Event description:
Note: this event, as reported, did not reflect an MDR reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction. This manufacturer report is being submitted based on the evaluation results. It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was used during a ureteroscopy procedure performed on (B)(6) 2013 according to the complainant, during the procedure while trying to remove a stone, an approximately 3inch portion of the pull wire and sheath, with the basket attached, became detached from the device. The outer sheath stripped off and the device during the procedure and would not work. There was a laser being used during the procedure but it did not come in contact with the device. The detached fragment was successfully removed from the patient. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient¿s condition post procedure was fine.

Manufacturer narrative:
A visual assessment was performed. The basket was closed when received. Several kinks were identified along the working length of the outer sheath. The silver section of the outer sheath was visibly stretched. The sheath was torn approximately 18cm from the distal end; the sheath was not detached. There was a torque mark present on the handle cap to indicate the application of the torquing process. The handle cannula was visible through the handle. The basket was detached from the wire s/a at the splice cannula. However, the detached wire with basket was not found; either it was not returned or was lodged in the sheath and could not be removed based on this information, it is likely the defects noted were due to some operational or anatomical aspect of the procedure. Therefore, the most probable root cause for the complaint is operational/physiological context. A review of the manufacturing records this lot showed no evidence of a manufacturing-related potential cause this event.